Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the vibratory alert was tested on the device but the patient and physician could not feel the alert. The patient will continue to be monitored by follow-up. The patient is in good condition.